Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at follow up this device was found in safety mode after declaring end of life (eol). Premature battery depletion was suspected. This device was explanted and is unavailable for return. No additional adverse patient effects were reported.